Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Analysis was unable to perform functional testings due to blank display. The insulin pump was received with broken battery cap, cracked battery tube threads, partially broken reservoir tube lip, cracked reservoir tube, cracked case at display window corner and minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump was damaged. Blood glucose was 127 mg/dl. Customer reported that when moving they left insulin pump in the car and when got it back the battery was dead. Customer changed the battery and battery exploded in battery compartment and the cap also broke. The insulin pump was returned for analysis.